Manufacturer narrative:
The reported solex 7 catheter leak was confirmed. A pinhole leak was observed at the 4th loop from the tip of the serpentine balloon during the functional leak test. Visual examination of the returned catheter was performed and found no physical damage to the catheter. The serpentine balloon was covered in dried blood. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the 4th loop from the tip of the serpentine balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for solex 7 catheter with lot 86813.

Event description:
A patient was hospitalized and underwent therapeutic ivtm treatment for fever management. The solex 7 catheter was inserted into the patient's subclavian vein. The patient rewarming was completed when the blood was noted on the cooling tubing and catheter leak was suspected. The treatment was done, however, the catheter was not removed as the infusion lumen was used as a cv catheter. No known impact or patient consequence information was available.